Event description:
During a heart operation, the pt undergone external defibrillation. Upon interrogation following the intervention ((B)(6), 2011), the physician did not succeed in interrogating the device and the following message was displayed: "under clinical eval, not manufactured from sorin,...". In addition, pacing pulses were visible on an ECG but not effective. The device did not react to the magnet application. A second interrogation using another programmer also failed on (B)(6), 2011. Device explantation was recommended on (B)(6), 2011.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.